Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis was discarded at the facility and, therefore, was not available for direct analysis by gore. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿considerations for patient selection include, but are not limited to, patient¿s anatomical suitability for endovascular repair.¿

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm rupture using a gore® excluder® aaa endoprosthesis. According to the report, the infrarenal aorta was tortuous and narrow, but the physician decided to treat the aneurysm rupture using endovascular technique. During the procedure, a trunk ipsilateral leg endoprosthesis was implanted and a guidewire was advanced to the contralateral gate for cannulation. However, there was reported difficulty advancing the wire through the contralateral leg hole of the trunk. Several attempts were made to cannulate the contralateral gate without success. It was reported that the contralateral gate seemed to be compressed. The physician decided to convert to an open procedure whereby the gore® excluder® aaa endoprosthesis was removed, and the vasculature was surgically repaired. The patient tolerated the procedure.